Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not returned so device malfunction was not confirmed during evaluation, the probable cause of the complaint is no problem detected should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the endoscopic image was dark. The issue was found during an unspecified procedure during sedation. There were no reports of patient harm.